Manufacturer narrative:
A device history record review was completed for lot 784527b and this device met all specifications upon distribution.

Manufacturer narrative:
Device evaluation: (B)(6) 2011: the syringe was not returned with the device. The device balloon was inflated with 2.0cc or air and there is a leak somewhere in the balloon. Visually there is no blood inside of the balloon or on the catheter at all. Colored water was introduced into the balloon and visually there is delamination of the distal balloon bond. Visually there is a fluid path. Water was introduced through all of the device lumens and with exception of the balloon lumen the water flows from where it should. The device tip was placed in a beaker of water and an attempt was made to draw water back through the balloon lumen into the syringe, however no water could came back into the syringe during this test. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. A product risk assessment is open for coronary sinus catheter distal balloon bond failure and is applicable to this event. A car is open at the manufacturer for negative trend of delamination of distal balloon bond and an edwards supplier corrective action is open and is applicable to this event. Edwards also opened a CAPA for investigation into ep balloon bond delamination which is also applicable to this event. The issue will be tracked through the corrective action. Trends will continue to be monitored.

Event description:
It was reported that a procedure was performed by dr. (B)(6), cardiac surgeon, on (B)(6), 2011. The anesthesiologist, dr. (B)(6), positioned the endoplege catheter in the coronary sinus. As soon as they started the retrograde cardioplegia following clamping of the aorta, they noted a return of blood in the syringe attached to the balloon lumen. The balloon was perforated and they could not use retrograde cardioplegia.